Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information received confirmed that no product was returned to allow for a full investigation. The investigation conduction was based on batch history record review and revealed that all specifications were met and documented within the batch record. Engineers confirmed that preventative maintenance (pm) was completed. There were no issues identified at the time of manufacture and documented in the lean operating information system (lois) that would have contributed to the reported event. The product was used for longer than the recommended amount of time therefore the complaint issue is attributed to misuse. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that aquacel ag extra had been used off label. The product instruction states dressing should be used within 14 days for burn cases. During this event the dressing was used for a 'total of twenty-seven days in a burn patient.' The dressing was removed by applying normal saline to dressing during removal. After removal of the dressing the skin underneath was viable also; silver sulfadiazine was prescribed to be applied to the affected area.